Manufacturer narrative:
On an unspecified date in (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with an unspecified drug added in the pd solution (further treatment details not reported) for the peritonitis event. At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. No additional information is available.